Event description:
On (B)(6) 2010, pt reported he attempted to fill a new insulin cartridge, placed the full cartridge in the infusion device and attempted to prime the infusion set. Pt stated he noticed the air bubbles were not moving forward in the infusion tubing like they normally would. Pt is using a competitor's infusion set. Verified that pt never had any insulin come out of his infusion tubing as he normally would. Advised pt to prime the infusion set. Pt reported he went into the change the cartridge mode. Pt stated the infusion device screen shows "returning piston rod". Advised pt to remove the insulin cartridge from the infusion device. Pt reported, the plunger did not separate from the insulin cartridge but he did see a small amount of insulin in the infusion device. Verified it was only a few drips and not enough to pour out of the infusion device. Had pt clean the remaining insulin with a cotton swab. Advised pt to fill a new insulin cartridge. Pt reported he reattached the infusion adapter and infusion tubing. Pt stated he adjusted the piston rod and reinserted the new insulin cartridge. Pt reported he was able to prime the infusion set and saw insulin drip from the infusion tubing. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged product for eval.